Event description:
The reporter contacted lifescan (B)(4) alleging that the lancing device was missing from the onetouch verio carrying case. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.